Event description:
During a sigmoidectomy procedure, the clip malformed from 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device returning.